Event description:
A vicmo/5 lens was returned damage.

Manufacturer narrative:
Patient ID, age or dob, sex, weight, ethnicity, race: unk. Date of event: unk. Implant/explant date: unk. Device evaluation: the lens was returned dry in a microcentrifuge vial with debris on the lens. Visual inspection found haptic bent with debris throughout the lens. Claim#: (B)(4).